Manufacturer narrative:
No sample is available for the MFR to evaluate. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: per (B)(4) affiliate: the balloon deflated and the catheter slipped out of the pt at the 2nd postoperative day. No pt injury reported pt current condition is fine. Add'l info has been requested.